Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? If so, did the "noise" prevent insufflation? Please describe the noise. Hissing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Forty. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? If so, what device? The leak only occurred when the 5mm devices were removed. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflation issues. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issue. Each time a 5 mm instrument was removed from the device, leaking was noticed. It was not necessary to use another device to complete the procedure. There was no adverse consequence to the patient.